Event description:
On (B)(6) 2023, a patient received an artificial hip joint with a stem and bipolar cup. On (B)(6) 2023, stem subsidence was observed. On (B)(6) 2023, inner head prolapse was observed. On (B)(6) 2023, a revision was performed to replace the stem, the outer cup, and inner head. The surgeon stated that stem subsidence was due to internal placement and small size. The subsidence led to dislocation.